Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was due to a failure isolated to an open f600 fuse and a shorted ca board. The root cause for the open fuse and short could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.